Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the ok symbol on the keypad was worn, but still readable. The original complaint could not be duplicated. All of the buttons on the keypad responded properly to button presses and were functional. There was no damage to the keypad and no contamination under the button contacts when it was removed. There was no internal damage when the pump was opened for investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter stated that the buttons felt mushy when pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.